Event description:
An impella cp device was inserted percutaneously into the right femoral artery in a 71-year-old female with a past medical history of coronary artery disease (cad) presenting in scai stage c shock on intotropes, vassopressors, and respiratory support via nasal cannula (nc) prior to initiation of support. The impella was inserted for ventricular support prior to protected percutaneous coronary intervention (ppci) of the left anterior descending (lad) artery and left circumflex (lcx) artery. Prior to vascular access, the patient had weak pulses in the lower right limb. The patient was noted to have peripheral artery disease (pad)/peripheral vascular disease (pvd). During or after introducer insertion, the patient became uncomfortable and complained of pain in the lower right limb distal to the vascular access point. The patient was successfully weaned, and the impella device was explanted in the procedural area and preclosed with perclose proglide x 2. Post-explant, distal pulses did not return as expected consistent with limb ischemia. A femoral angiogram revealed positive flow past the access point. The post-procedure outcome was survived at explant. Limb ischemia may be influenced by patient specific factors such as severe peripheral vascular disease (pad/pvd), underlying critical illness, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Cause of the injury was not determined due to insufficient clinical details.